Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had to rewind more than once during priming. The customer's blood glucose level was unknown. The customer also reported that the insulin pump batteries dying quicker. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime or a33 test, rewind test and excessive no delivery test. Device was received with normal operating currents. Device was monitored and no unexpected low battery alert noted. Also, no rewind anomaly noted during the testing. (B)(4).